Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as the patient had stopped using the mask during the exchanges. The peritoneal infection was manifested by cloudy peritoneal effluent. It was reported the patient was treated at the hospital; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1.5g), tobramycin (100mg, intraperitoneal) and sodium heparin 1% (2ml, intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.